Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the worn tissue pad cannot be identified, the following step-by-step scenario likely caused the event: 1. The tissue pad was severely worn because the seal & cut output was performed with the gripping part closed (including after the tissue was cut) without gripping the tissue. 2. Due to the wear of the tissue pad, the probe came into contact with the non-insulated portion of the grip. 3. Abnormal ultrasonic frequency (error code: u510) occurred because the output was made while the non-insulated part of the grip was in contact with the probe. In addition, contact traces were generated. The following information is included in the instructions for use (IFU): "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the thunderbeat 5 mm, 20 cm, front-actuated grip type s failed and probe was cracked. The event occurred during a procedure. The procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the tissue pad was missing, and the metal part was visible. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the tissue pad missing and the metal part being visible, additional findings are as follows: grasping section jaw coating was scratched, there was a burnt mark, and contact mark; and the probe tip peek coating peeled off and there was a contact mark. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.